Manufacturer narrative:
(B)(4). Correction- device status changed from returning to not returned. (B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the proximal right coronary artery (rca) that was mildly tortuous and mildly calcified. During advancement of the xience xpedition 3.5 x 38 mm stent delivery system (sds), the stent got stuck in the hemostatic valve and partially dislodged from the balloon. No additional information was provided.

Manufacturer narrative:
(B)(4). Device status changed from not returning to returned. (B)(4). Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The loose stent was not confirmed. The difficult to position could not be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the reported difficult to position with the rhv however the noted stent damage appears to be related to circumstances of the procedure.